Event description:
The ICD was returned.

Manufacturer narrative:
Once the ICD has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. We confirmed that the device declared eol after experiencing one charge time greater than 30 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by one charge time in excess of the 30 second eol charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, eol was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after experiencing premature battery depletion. The ICD was successfully replaced and will be returned for laboratory analysis. No other adverse patient effects were reported.